Event description:
The device was kinked in the package. This device was removed with no patient contact. Manufacturer response for cardioform asd occluder, cardioform asd occluder (per site reporter). Mfg notified by site.